Event description:
It was reported by service report that the head would not stay up with weight on the fowler. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler, gas spring trip, foot skin.